Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial lead exhibited low out-of-range pacing impedance. No interventions were performed. There were no patient consequences, and the patient would continue to be monitored.